Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the co2 electrode to resolve the issue. Beckman coulter internal identifier is case-(B)(4). No dob, weight or ethnicity was provided.

Event description:
The customer reported receiving erroneous patient results for sodium (na), chloride (cl), carbon dioxide (co2), and calcium (calc) on the unicel dxc 600i synchron access clinical system. The erroneous results were reported outside of the lab and amended. There was no change in patient treatment in association with this event.